Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting an out of range (oor), desired settings not available message on the controller at 10 ma. The rep said the device was programmed at 0-1-2+3+ and 5+7- for program #1, and 1+3- and 5+7- for progam #2. The device was set at 360 usec, 60 hz. Impedances were as follows: 1 3570 ohms, 2 4260, 3 6230, 4-7 11600 ohms. It was reviewed that 4-7 electrodes were high and to avoid them in programming if possible. The rep was going to reprogram the device. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep and it was reported that the cause of the high impedances is unknown. Programming did not resolve the issue. The rep recommended new leads to resolve the issue. The information was confirmed with a physician. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep and it was reported that the rep was reviewing a patient report and reported high impedances. Per the healthcare provider (hcp), the impedances were fine before the replacement of an intellis ins. The rep reviewed the 4-7 lead (2 quads, to 7495 extensions to a pocket adapter) appear to be intact. Leads 0-3 are elevated to where a patient may not receive therapy benefit. It was discussed electrode 2 <(>&<)> 3 may be programmed but intensity would be limited. It was also discussed further impedance testing with patient may flush out changes in impedance with movement indicated a possible lead or extension or pocket adapter issue. No symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3888-28 lot# l79057 serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it was unknown which port was beingused. Pss suggested caller to change the lead configuration to 2x8 and re-test the electrode impedance. Rep reported the contacts. 8-15:- >40k ohms reference 0 1: 3090 ohms 2: 3750 ohms 3: 5480 ohms 4: 11560 ohms 5: 11660 ohms 6: 1150 ohms 7: 11610 ohms reference 1 0: 3090 ohms reprogramming using electrode 0, 1, and 2, rep reported no alert seen but patient was not feeling any stimulation up to 22ma. Rep reported with the patient's old device, patient was feeling between 6-8v. Rep reported patient falls on his stomach twice a month for several years before intellis implant. The rep called back and reported the programming the patient 4-7 lead and patient was getting good therapy. Pss discussed impedances and reference electrodes. For now, the patient is satisfied w/ therapy.